Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged force sensing resistor (fsr). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged right force sensing resistor (fsr) is unknown. To correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.